Manufacturer narrative:
We are still awaiting receipt of the device. As soon as the device is returned to the manufacturer for evaluation, an investigation will be conducted. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Dacapo power pack showed electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
Dacapo power pack showed electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported.